Event description:
While the device was on, the pt experienced a shocking sensation three times after a cautery was used in a dermatological procedure. It was also noted that the pt has had tingling on her face (same side as device) since implantation. After discussion with her physician they did not think it was related to the device. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).